Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scaring. It was reported that patient underwent mesh revision and excision on (B)(6) 2007 due to mesh erosion and it was reported that the patient underwent excision of mesh due to rectocele repair on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh were implanted; and on (B)(6) 2006 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided